Event description:
It was reported that the device was explanted after an implant duration of at least 114 months, due to aortic insufficiency. Information learned from implant patient registry and from the health care provider's follow up response.

Manufacturer narrative:
Device not returned.